Manufacturer narrative:
Product manufacture date not known as lot number not provided by the complainant. Conclusion - root cause inconclusive due to lack of details provided by the complainant. Investigation into this report included a review of the claim allegations. A review of the (B)(6) complaint system, and all other communication and investigation into this report/claim is being handled by our attorney. Based on the info provided by the complainant, details regarding a specific correlation between the unspecified surgisis es soft tissue graft's performance and the alleged injury remains unk. A root cause of the claim allegations is inconclusive due to lack of details provided by the complainant. All other matters relating to this litigation are being handled by our attorney. If/when add'l info is obtained, that alters our conclusion to this complaint, a f/u MDR will be filed.

Event description:
The pt was reportedly implanted with an ethicon gynecare gynemesh ps and a mentor obtape transobturator sling, on (B)(6) 2005, by dr (B)(6), at (B)(6) hospital in (B)(6). These products were implanted to treat the pt's stress urinary incontinence and pelvic organ prolapse. The pt then underwent an anterior paravaginal repair with ethicon gynecare gynemesh ps and an unspecified cook surgisis es overlay, on (B)(6) 2008, by dr (B)(6), at (B)(6) hospital in (B)(6). The pt and her attorney have alleged that as a result of these products being implanted in the pt, the pt has experienced erosion of the mesh, mesh extrusion, pain, dyspareunia, recurrence, injury, and had surgery to remove the products. The following info was not provided by the complainant: specific info of the alleged injury. Specific info regarding whether intervention was performed. Specific info regarding why intervention was performed or what type/ to what extent intervention was performed. Specific correlation between device performance and alleged injury current pt status.